Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had dropped as low as 24 mg/dl. The customer's doctor adjusted the low alert threshold. The customer also reported that the insulin pump was kept under the pillow at night and that it had alerted for lost sensor at night. No product will be returned.